Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the battery cap was unable to be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 2 date of submission 07/10/2014-device evaluation:the pump has been returned and evaluated by product analysis on 07/03/2014 with the following findings:a visual inspection of the pump showed no physical defects. The battery cap u groove was damaged; making it difficult to remove the cap. The battery cap contact height was out of specifications.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/20/2014. Correction:the product previously reported was the battery cap. The correct product is the pump. (B)(4). The pump has not been returned for evaluation